Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had a pump failure (battery alarm) during treatment on a pediatric patient which resulted in hypotension. The event occurred when the patient returned from surgery and the nurse was transferring treatment (norepinephrine) from a colleague pump to the spectrum iq pump. The failure reportedly occurred after loading the intravenous (IV) set and closing the door of the spectrum iq pump. At that point the pump alarmed and read pump failure (battery alarm). The patient¿s blood pressure dropped into the 60¿s (systolic) and the nurse fetched another spectrum iq pump to restart the infusion. The patient's blood pressure returned to his normal range. It was later clarified through customer follow up that it was not a battery alarm like it was low; it was battery failure and would not run. No additional information is available.

Manufacturer narrative:
The device was received, and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. A visual inspection was performed, and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was determined to meet all product specifications related to the reported event and the battery received additional investigation. The reported pump battery failure was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Review of the device event history log revealed that norepinephrine infusion occurred on (B)(6) 2020. The review indicates the pump ran an infusion at 125ml/hr for 60 minutes with just battery power. A single battery error 1 occurred and there were no events of "low battery" found recorded in the event log. Also during device evaluation the battery pins and the alternating current (ac) power cord were found to be working as intended; no corrosion, depression, or damage was found.

Manufacturer narrative:
Customer clarified that this event occurred on an adult patient and not a pediatric patient as initially reported. The error did occur on (B)(6) 2020 as initially reported however in the event history log the time is not accurate to their actual time zone but reflects a different time.